Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The patient stated that she had been feeling dehydrated for a few days prior to the event, and could not keep her blood glucose levels below 400 mg/dl. The patient was driving at the time of the call, and was unable to troubleshoot. Advised the patient to call back for troubleshooting as she felt that the insulin pump was not working correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.